Manufacturer narrative:
Two devices were returned or a portion there of. One catheter shaft with no balloon on it was provided and was a 9mm x 32mm device as the description of the product is on the product manifold. This was also a full-length balloon and 4-inch-long portion of catheter shaft. This appears to be the 9mm x 32mm balloon. There was also a small ball of balloon material returned with the distal tip of the catheter shaft still attached to the distal end of the balloon. This appears to be the 10mm x 38mm balloon. The 10 x38mm balloon appears to have had a circumferential tear around the circumference of the balloon toward the proximal end of the balloon. The balloon was pulled open under the microscope and there were no visible signs of balloon defects such as fisheyes or chatter lines on the balloon. Based on the condition where the material had all bunched up, the balloon balled up or bunched up at the distal end of the introducer sheath because the balloon material would not go into the introducer sheath as it would not have been folded down due to the balloon not being deflated. For the shaft to break a fair amount of force would have had to be imparted of the catheter delivery system. The remaining balloon material on the 10mm x 38mm catheter shaft delivery system shows signs that the balloon had been ruptured due to coming in contact with the fenestrated ring of the endograft as there were deep scratches and even a hole in the proximal balloon cone of the balloon. The proximal balloon weld of the 10mm x 38mm catheter was also evaluated as the proximal balloon weld area had been stretched and elongated during the attempts to withdraw the balloon back towards the introducer sheath. The balloon of the 9mm x 32mm catheter was also evaluated. To determine where the balloon leak was present, the balloon was pressurized, and a hole was immediately found in the distal balloon cone of the balloon. Under magnification it was clear that the balloon had made contact with the fenestration ring of the endograft as there was a large scratch leading up to where the hole in the balloon was located. There were no indication that the balloon was manufactured improperly. There were no pinch marks or chatter lines on the balloon surface or fisheye defects in either of the two balloons evaluated. A review of the inflation skives within the manifolds and under the balloons were also evaluated to ensure they were patent. If they were not this could slow the deflation of the balloon. Upon inspection the skives within the manifolds of both devices were present and when water was back flushed through the shaft fluid could be seen exiting each of the inflation skives within the manifolds under 10x magnification. For the 9mm x 32mm device both skives under the balloon were present and fluid was able to be seen exiting both the proximal and distal skives that are under the balloon. Due to the condition of the shaft under the balloon of the 10mm x 38mm device patency was not able to be verified, however both skives were present. There is no reason to believe they were not patent as the stents of both devices were deployed properly based on the complaint details and communication. As the balloons on both returned devices had been burst or damaged during the procedure the complaint is considered confirmed. The results of this investigation suggest that the balloons of both devices were not fully deflated during the attempted withdrawal of the balloons back through the fenestration rings of the endograft causing the balloons to get hung up and damaged during the process. There was no evidence identified to suggest that this complaint is related to design, materials, equipment or process or instructions for use. A recurring lot number query was conducted for l/n 506093 and there have been no other complaints associated with the production lot of finished goods. A risk review found that the risk management documents for this product adequately address the reported defect and the severity and anticipated occurrence level are appropriate. The hazardous situation/harm is addressed in the harm hazards analysis document which assigns it a severity level of 3. This was determined to be appropriate based on the harm that was reported in the complaint. Complaint trending concluded that the actual occurrence level did not exceed the anticipated occurrence level. CAPA request 1240631 has been opened for the reported defect of "balloon leak or burst during procedure/occlusion, embolism or additional intervention required" to address the trending 3 std excursions. Based on the information provided in the complaint, the review of the returned product and device history records review there is no evidence to conclude that the device was faulty or manufactured improperly. In this regard the root cause has been determined to be related to user error.

Event description:
N/a.

Manufacturer narrative:
Correction section: 6a - updated field to include the device implant date.

Event description:
Additional information received stated the following: branched prosthesis torqued intraoperatively by attempting to remove the stent balloon from the branch; surgical access via the groin required to remove the remaining balloon; patient developed spinal ischemia with paresis of both in the postoperative course.

Manufacturer narrative:
Updated fields: a4, b5, h6 & d10.

Manufacturer narrative:
A follow-up report will be submitted upon completion of our investigation.

Event description:
It was reported that there was difficulties during / after implantation of two advanta v12 covered stent as both the stents were found defective after implantation as prescribed in IFU with standard atm. The first stent balloon could be removed. After stenting another vessel, a second balloon could not be removed from the target vessel as this balloon was burst in one place and after few attempts as the material tore, the stent catheter could be removed. Followed by the broken-off intravascular balloon had to be surgically removed from the femoral artery.